Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic one week after the implant procedure. It was discovered that the atrial lead dislodged. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The lead was normal. No anomalies were found.